Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. Microscopic and tactile inspection revealed numerous kinks in the hypotube and shaft. The device broke 56cm from the tip of the device. The faces of the fracture suggest that the area was kinked prior to breaking. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 2.5mmx28mm, 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x20mm maverick was advanced for pre-dilation. However, during introduction of the device, it was noted that the balloon delivery shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 2.5mmx28mm, 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x20mm maverick²¿ was advanced for pre-dilation. However, during introduction of the device, it was noted that the balloon delivery shaft was fractured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.